Event description:
It was reported that the power cord to the carelink monitor is not supplying power. A new power cord is being sent to the patient. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.